Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: 3016119728. Device evaluation could not be performed because the affected device has not been returned yet. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review and referring to known similar events, it was presumed that pressing stress might have been applied on the balloon catheter due to anatomical and lesion conditions, narrowing the catheter lumen. Consequently, the sion blue guide wire became stuck within the concomitant balloon catheter and was difficult to remove. Although it was concluded that this event was not attributed to product quality, delay in the procedure was considered an adverse patient effect. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] ~ removal difficulty of guide wire.

Event description:
It was reported that an asahi sion blue guide wire was used during a percutaneous coronary intervention (pci) to treat a chronic total occlusion (cto) in the proximal right coronary artery (rca). An asahi corsair pro microcatheter and a non-asahi guide wire were used to cross the lesion, after which the guide wire was exchanged for the sion blue guide wire. Stenting was performed, followed by post-dilation of the stent using a nc euphora balloon (medtronic) inflated to 25 atm. During removal of the nc euphora balloon catheter, the sion blue guide wire was stuck inside the nc euphora balloon catheter and the sion blue guide wire was removed with the nc euphora balloon catheter. The wire position was lost at this time. A non-asahi guide wire was advanced to re-cross the lesion, but was not successful, making distal ballooning impossible. The procedure was then terminated. The patient was scheduled to return for further intervention. It was informed that there were no adverse patient effects associated with this event and the patient was fine without any problems after the procedure.

Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: 3016119728. The reported sion blue guide wire was returned for investigation. The returned sion blue guide wire was found kinked at approximately 8mm from distal end. There was no other kink or damage found with the returned sion blue which could have led to the reported case. Without the concomitantly used balloon catheter returned, an unused asahi nc balloon catheter was used for replication. The balloon catheter was advanced over the returned sion blue according to the instructions for use (IFU), following by balloon inflation and deflation. The sion blue guide wire was then advanced and withdrawn successfully without abnormal resistance. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the inner tube of the concomitant balloon catheter might have been temporarily crushed due to high-pressure balloon inflation. Consequently, the wire lumen of the balloon catheter could be reduced in size, causing the sion blue guide wire to get stuck with the concomitant balloon catheter. Although it was concluded that this event was not attributed to product quality, delay in the procedure was considered an adverse patient effect. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects]. ~ kink of the guide wire.